Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that foreign material was derived from the chemicals used during the previous procedure. Omsc concluded that this phenomenon attributed to the inappropriate handling of the device reprocessing by the user. If additional information becomes available, this report will be supplemented.

Event description:
When olympus inspected the device, olympus found that there was a white foreign material at the forceps elevator channel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.